Manufacturer narrative:
The investigation for the reported stroke/cva issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the cva/stroke was determined to be unrelated to impella since it occurred 7 days after removal. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. Approximately seven (7) days post impella explant the patient endured an ischemic cva. Per discussion with medical affairs, the physician could not determine if the reported issue was related to the impella cp device, because open heart surgery was also performed. No further information was provided.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The cause of the cva/stroke was determined to be unrelated to impella since it occurred 7 days after removal.